Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, (B)(4) retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes there was under-fill or low draw of a tube(s) with blood. This event occurred 3000 times. The following information was provided by the initial reporter: translated to english. The customer stated: there are "edta underfill issues. While collecting edta samples blood not filling up to the mark."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes there was under-fill or low draw of a tube(s) with blood. This event occurred 3000 times. The following information was provided by the initial reporter: translated to english. The customer stated: there are "edta underfill issues. While collecting edta samples blood not filling up to the mark."